Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing micro puncture and ultrasound guidance. The left common femoral arteriotomy was greater than 10mm, clear of calcification and tortuosity, and had a measured depth of 4.5cm + 1cm. No issues were encountered advancing or withdrawing the 16f procedural sheaths. Following the evar procedure, activated clotting time (act) was 269, and heparin was administered. During the deployment procedure, while advancing the manta sheath and introducer over the guidewire as far as the patient's anatomy would allow, a firm golf ball size hematoma was present at the access site. The physician started to pull back and decided to stop. The decision was then made to begin with a new device due to the presence of the hematoma interfering with the depth measurement (associated to another complaint). While exchanging the first manta sheath for the second manta sheath, the hematoma enlarged to approximately the size of a grapefruit. During deployment of the second 18f manta, following advisement of there was no accurate way to measure deployment depth, the physician elected to choose to attempt closure, and resolved to fully insert manta to the depth of 10.5mm to accommodate the large growing hematoma. Following deployment, pulsatile blood flow from the groin was present, and the physician realized manta had deployed into the tissue tract. Manual pressure was applied, and a surgical cutdown was performed. During the surgical intervention the manta device was explanted, and the vessel was repaired. The patient outcome post-procedure is fine. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to the presence of a hematoma during manta deployment and user error in deploying manta against the IFU recommendations deeper than 9.5cm. This likely altered the depth measurement for the deployment of the manta, causing the manta sheath to not be able to seat properly, and possibly causing the manta collagen plug to deploy outside the vessel. Risk documentation was reviewed, and tract deployment is a known risk the IFU lists in step 1: arteriotomy location procedure: note: if blood flow ceases deeper than 9.5cm, the vessel is too deep to use manta, do not use the manta device. Potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, the safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure from a secondary access site, place a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: this device was inserted after initial manta aborted due to hematoma (related to another complaint). Manta device deployed at full depth of 10.5cm due to hematoma size. Manta was deployed in the tissue tract (related to this complaint 3010252479-2023-00131 manta). Surgical cutdown was performed, manta device removed and vessel repaired. Additional information: ultrasound and micro puncture were utilized to gain central access in the left common femoral artery. Vessel size was 10mm+ with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1. It was reported that during the device sheath and the manta sheath exchange, a hematoma formed. The original depth measurement was no longer accurate , and the physician deployed at full depth insertions (10.5) due to hematoma - decided to attempt manta closure after advisement of no accurate way to measure at this time. The hematoma grew more during the replacement manta sheath exchange to approximately the size of a grapefruit. There was pulsatile blood flow from the groin site post deployment of 2nd manta. Hgb was checked and no blood products were required. Surgical cutdown was performed, manta device removed , and vessel repaired. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: this device was inserted after initial manta aborted due to hematoma (related to another complaint). Manta device deployed at full depth of 10.5cm due to hematoma size. Manta was deployed in the tissue tract (related to this complaint (B)(4)). Surgical cutdown was performed, manta device removed and vessel repaired. Additional information: ultrasound and micro puncture were utilized to gain central access in the left common femoral artery. Vessel size was 10mm+ with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1. It was reported that during the device sheath and the manta sheath exchange, a hematoma formed. The original depth measurement was no longer accurate , and the physician deployed at full depth insertions (10.5) due to hematoma - decided to attempt manta closure after advisement of no accurate way to measure at this time. The hematoma grew more during the replacement manta sheath exchange to approximately the size of a grapefruit. There was pulsatile blood flow from the groin site post deployment of 2nd manta. Hgb was checked and no blood products were required. Surgical cutdown was performed, manta device removed , and vessel repaired. The patient was reported as fine post the procedure.